Event description:
It was reported that during a low anterior resection procedure, the device stapled halfway and the knife did not reach the tissue. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/18/2007. Information anticipated, but unavailable at this time.